Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during surgery an ophthalmic operating system initially failed to prime, fluid level reading dropped unexpectedly, and laser failed to activate. Procedure detail is unknown. The system was primed successfully by removing and reinserting the cassette. The surgery was completed on the same day using other laser system without any patient harm. Additional information has been requested but is not available at the time of this report.